Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 134 mg/dl. It was reported that the insulin pump was suspending said sensor glucose was low and when checking blood glucose it was higher. The customer¿s blood glucose was way off from the sensor glucose readings. The sensor will not be returned for analysis.